Manufacturer narrative:
Concomitant medical products: d224trk crt-d implanted (B)(6) 2010. Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted due to explant damage, destructive analysis was performed to complete visual continuity testing on conductors. There was found only the svc exposed coil extrinsically fractured due to a cut. No conductor fracture in vivo was observed on others. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to a right ventricular (rv) lead failure. The lead was capped and replaced and was subsequently explanted approximately eight years later. No further patient complications have been reported as a result of this event.